Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised the following: improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, as-ifs1, airseal ifs, 110v was being used on (B)(6) 2024 during a robot-assisted partial nephrectomy and ¿cerebral infarction occurred in a patient who underwent rapn surgery. Although the cause-and-effect relationship with as is unknown, the hospital wanted to collect information on all the equipment used, and received a request to check the error log. All patient information is unknown.". Per further assessment it was found that "no one remembers the set pressure and gas flow rate, as hospital personnel do not record anything at all. There was no alarms/warnings during the surgery, airseal did work properly. The patient is still under treatment. The extension period for hospitalization has not been determined at this time, but it is certain that it will be extended". The procedure was completed without an alternate device and there was no delay. This report is being raised on the basis of injury due to device with report of no malfunction being used during a procedure where the patient experienced cerebral infarction.